Manufacturer narrative:
(B)(4). The customer reported that after performing a scan, the CT hounsfield unit (hu) numbers were out of specification on the patient CT head images. The philips field service engineer (fse) confirmed there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The fse visited the customer site and evaluated the CT system. He found that the hu value for water was between -5 and +30 hu. The fse determined that the uts tables were corrupted. The remote service engineer (rse) remotely logged into the system using remote console and set the uts tables to resolve the issue. The rse stated that the CT numbers were within specification and the CT system was operational after setting the uts tables.

Event description:
The customer reported that after performing a scan, the CT hounsfield unit (hu) numbers were out of specification on the patient CT head images.